Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After clip deployment, it was noted the clip opened to 60 degrees but remained stable on both leaflets. Another clip was implanted to reduce mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.